Manufacturer narrative:
The device was returned to philips/bench repair facility. The battery insertion test (bit) was performed, the device emitted a series of triple chirps. The battery was replaced, the I-button was pressed and an "error" voice prompt was announced. It was determined the alarm occurred due to failure in the power supply circuit of the main unit. Replacement device was sent to the customer. The device was returned for technical investigation (product analysis). The device was received in good condition without accessories. External visual inspection noted no anomalies. Device battery connectors, cartridge ID and high voltage pogo pins were free from contamination and presented no abnormalities. Upon powering up, the device issued the voice prompt message of "error - remove and re-insert battery" followed by a series of triple chirps. The patient, system and device record (psdr) was unretrievable and the device could not operate as intended. Further troubleshooting confirmed, the flash memory, u1, the main crc component, which is part of the pca (printed circuit assembly) is corrupt. The corrupt component was replaced, and the device operated as normal, three consecutive shocks were successfully delivered and all attempted bits passed with no issues. The device is archived/retention. Based on the information available and the testing conducted, the cause of the reported problem was corrupt component. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device is failing self-test.